Event description:
The customer reported that the system displayed intermittent communication failure error messages during cine imaging. This error message will likely cause the system to lock-up. There is no displayed of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.